Manufacturer narrative:
The customer contact indicated that the device was discarded. The device was not received. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 360115h. Hospira has completed a formal investigation to address the issue breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of vancomycin, at an unspecified rate. It was reported that during priming prior to patient use, the nurse reported that 10ml or less of solution leaked onto the floor. During visual examination by the nurse at the user facility, it was noted that the clave secondary port on the cassette of the tubing set was broken. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional details were provided.